Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/28/2025, a patient reported experiencing complications related to two screws implanted in the ankle, stating that the implants have caused inflammation within the surrounding tissue. As a result, the patient requires a third surgery to address the ongoing inflammation. No further information has been provided. Additional information received on 5/30/2025: the patient underwent an initial left ankle surgery on (B)(6) 2022. During this procedure, at least three screws were implanted, though their part and lot numbers are unknown. Following the first surgery, the patient began experiencing throbbing and burning pain once the numbing effects wore off. To manage these symptoms, pain medication was prescribed. A second surgery was performed on (B)(6) 2022. During this procedure, one previously implanted arthrex screw was explanted. No new arthrex products were used. The patient received a numbing shot in the thigh before the operation and does not recall details of the procedure. Post-operative medication was provided for recovery. By 2024 and continuing into 2025, the patient reported recurring throbbing pain, described as feeling like a heartbeat inside the ankle, as well as a burning sensation when sitting in the bath. To address these ongoing symptoms, the surgeon administered a steroid shot, prescribed pills, and provided numbing cream, attributing the discomfort to inflammation. A third surgery has not occurred.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is a patient-specific event. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.